Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) was dispatched and reported that the "no trigger" malfunction could not be duplicated. The fse checked calibrations and functional tests per factory specifications, and captured error logs. The iabp was returned to customer for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) blanks out and there is no trigger. The circumstances under which this event is unknown, but there was no adverse event reported.